Manufacturer narrative:
The device was received for evaluation. A visual and microscopic inspection was performed which observed a reddish particulate matter inside the needle syringe (non baxter product). The pm was similar color, texture and shape as the missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was revealed reddish colored particulate matter (pm) was observed in the needle syringe used on a floseal (5 ml) device. The nurse did not use the floseal device and a new product was chosen this was identified during setup in the hospital. There was no patient involvement. No additional information is available.